Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted due to cross talk with a implantable cardioverter defibrillator (ICD). The ipg lost sensing in the atrium due to the cross talk. The ICD also caused a reset to unipolar stat 1 mode. Physician's manual 195562-001 page 71 states: prelude de model 1226 reverts to unipolar pacing following an electrical reset (eg, due to a defibrillation shock) when programmed to bipolar pacing. Therefore use of the prelude dr pulse generator in patients with an implantable defibrillator is not recommended. The ipg has not been returned for analysis. If the ipg is returned it will be analyzed.